Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/11/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/22/2015 with the following findings: the available black box data is from (B)(6) 2015. The data from the time of the complaint is unavailable for review due to continued pump use. A review of the available data did not show any evidence of loss of prime issues. The pump powered on normally and successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. The force sensor calibration was within required specifications. The pump casing was removed and there were no defects found with the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.